Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the cause of the low impedance was not determined. It was found at the patient's check up. The rapid battery depletion issue has been completely resolved with a programming change.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient had a rechargeable battery replacement in 2022. Since november, they have been experiencing issues with charging. As soon as the battery level reaches 50%, it switches to a low position. Over time, even when they fully charge the battery to 100% at 8 am, it drops to 50% by noon, requiring another charge. The patient's contact and current settings have remained unchanged for almost three years. The impedance of the low-contact has also been the same since the initial procedure. The patient stated they charge the implantable neurostimulator (ins) every two weeks before, but now they charge it every morning and evening for daily. It was reviewed that from the images, it could be seen that low impedance were measured for bipolar contact 8 and 9 and that the monopolar impedance values for contact 8 and 9 were almost the same (622/619 ohm). This likely indicates that a short circuit is present in the system and it is possible that the conductor wires from contact 8 and 9 make contact within the lead, resulting in the same or similar monopolar impedance values. From the programming (in constant voltage), it could be seen that contact 8 and 9 were used for the programming and a short circuit could cause a rapid depletion of the battery.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.